Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with compression fracture underwent kyphoplasty at level l1. Intra-op, balloons ruptured during inflation. Patient is not allergic to contrast media. No patient complications were reported.

Manufacturer narrative:
Product analysis:visual review confirms a radial tear near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. The above observations are consistent with intraoperative instrument damage. If information is provided in the future, a supplemental report will be issued.